Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had the scope communication error (b30) as well as issues with imaging; the image could not be displayed. The issue occurred during preparation for use for a therapeutic bronchoscopy procedure. The customer swapped the scope with another scope. There were no reports of patient harm but a delay patient procedure time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial g2 and to provide an update to h3. The device was evaluated by olympus. Olympus could not reproduce "b30", but could confirm "no image." Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image sensor unit was broken due to kink of insertion section, leading to image failure. However, a specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.